Event description:
The reporter stated that during a spinal surgery procedure for a vertebra fusion at level l4-5; while the surgeon was inserting the last screw with a rod attached, the rod disengaged, or slipped, from the shaft of the screw. Because this allows the head of the screw to spin, the tulip (extension screw assembly) started to disengage from the shaft. The screw was 7.5 mm diameter with a 30mm rod. The screw hole had been tapped. The surgeon removed this screw and rod assembly and replaced it with another of the same dimensions and completed the case. The screw revision added about ten minutes to the length of the procedure. There were no other complications to the patient or procedure reported by the surgeon.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.